Event description:
Experienced inconsistant benefit from her implanted device. It was determined that the patient had significan middle ear fluid and needed pe tubes placed. Surgery was scheduled. The pe tubes were placed in 2006.